Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020 in (B)(6) cancer center the patient was undergoing a total gastrectomy. The epidural catheter was inserted after being induced by anesthesia. After the operation, the device was taken to the ward. On (B)(6) 2020, the patient complained of pain in the wound. On 10 am, the doctor, anesthesiologist, checked the catheter and found that the catheter was broken after opening the back application. Half was in the patient's body; half was outside the patient's body. Then the catheter was removed and the half inside the body was disposed after removal and only half was kept and returned for investigation.

Event description:
It was reported that (B)(6) 2020 in (B)(6) university cancer center the patient was undergoing a total gastrectomy. The epidural catheter was inserted after being induced by anesthesia. After the operation, the device was taken to the ward. (B)(6) 2020, the patient complained of pain in the wound. On 10 am, the doctor, anesthesiologist, checked the catheter and found that the catheter was broken after opening the back application. Half was in the patient's body; half was outside the patient's body. Then the catheter was removed and the half inside the body was disposed after removal and only half was kept and returned for investigation.

Manufacturer narrative:
(B)(4). Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer did provide photos. Photo one (1) shows a catheter inserted into a snaplock assembly. Photo two (2) shows a catheter that appears to be broken. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no relevant findings. The customer did provide photos that appear to show a broken catheter. However, without the actual sample, the potential cause of this complaint could not be determined based upon the information provided.

Event description:
It was reported that (B)(6) 2020 in (B)(6) university cancer center the patient was undergoing a total gastrectomy. The epidural catheter was inserted after being induced by anesthesia. After the operation, the device was taken to the ward. 17th apr 2020, the patient complained of pain in the wound. On 10 am, the doctor, anesthesiologist, checked the catheter and found that the catheter was broken after opening the back application. Half was in the patient's body; half was outside the patient's body. Then the catheter was removed and the half inside the body was disposed after removal and only half was kept and returned for investigation.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was found broken during use. The customer returned one snaplock assembly and one epidural catheter piece. The returned components were received connected together (reference attached files inp1900076767). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the distal end is missing as the catheter appears to have been cut. No signs of stretching of the coil wire and extrusion can be seen at the point of separation at the likely distal end. The catheter appears to have been used as biological material can be seen on the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. The customer also provided photos. Photo one (1) shows a catheter inserted into a snaplock assembly. Photo two (2) shows a catheter that appears to be broken. A dimensional inspection was performed on the catheter using a ruler (10171599). The returned catheter extrusion measures approximately 71.7cm. This indicates at least 16.8cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5 cm per graphic kz-05400-002 rev. 9. Specifications per graphic kz-05400-002 rev. 9 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-110a; rev. 02, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU also warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. It should be noted, if a break of the extrusion would have been present before use, once the extrusion separated, it is highly likely either stretching of the coil wire would occur or the coil wire would have extended beyond the extrusion break. Also, all epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The reported complaint of epidural catheter broke during use was confirmed based upon the sample received. The customer returned one catheter pieces that was separated at the extrusion. At least 16.8cm of the distal end of the catheter was missing and there was no sign of stretching of the coil wire and extrusion at the point of separation as it appears the catheter may have been cut. Although, the catheter appears to have been cut, the IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.